Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a ?no disposable alarm" is the downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a "no disposable pump won't run" alarm. Device read: rv: 19.1, rate: 5.4, given: 230.9. No adverse patient effects were reported by the customer.